Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log and the system board and flow sensor were documented to be defective. The technician recommended replacing the device's system board and flow sensor to address the issue. No further investigation is required at this time. Additionally, it was documented that the trilogy evo muffler dirty, the trilogy evo filter dirty, and the trilogy evo shipper is missing and were replaced.